Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
A review by boston scientific technical services (ts) noted that the device had no resets and the battery status was in elective replacement near (ern) with atrial pacing percent being 59% and the ventricular being 95%. Ts noted that in order to determine what happened at the follow up we would need to have a patient data disk from that session. A review by engineering noted in this case since the device was interrogated at a later time, the memory dump did not contain the information from the intermediate steps a the previously follow up session. The memory dump which was sent for review was from (B)(6) 2016 which was later in time from the previously provided patient data disk, thus it was not possible to determine what occurred at the follow up. Additional information noted that the patient was hospitalized for two days and no further adverse patient effects were reported. It was noted a possible error in temporary parameters settings was made resulting in temporary loss of capture and asystole. The device remains implanted.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
Boston scientific received information that during a routine follow up one year of life remaining longevity was displayed on this pacemaker. In order to evaluated if the patient was pacemaker dependent the physician programmed the device to ddi mode and 30 beats per minute. The patient experienced asystole for around two minutes with several spikes noted with loss of capture on the external electrocardiogram. When removing the telemetry wand the patient remained in asystole. The device was reprogrammed to vvi 80 with a high ventricular outputs and this seemed to resolve the issue. Due to this case the patient was hospitalized, and a memory dump was sent for review to boston scientific technical services (ts). Adverse patient effects were reported but not specified.